Event description:
It was reported that a patient underwent a persistent atrial fibrillation procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and the electrode section. The carto 3 system was displaying inaccurate to high force readings when going on ablation only. When going off ablation, the force would go to zero. They tried re-zeroing several times without resolution. They removed the catheter to check for char and they found blood around the force sensor inside the catheter. The catheter was replaced and the issue was resolved. The procedure was continued. There was no patient consequence reported. The catheter was brand new and not reprocessed. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 11-nov-2025, observed reddish brown material inside the pebax and a separation between the pebax and the electrode section. The event was originally considered non-reportable, however, bwi became aware of a separation between the pebax and the electrode section on 11-nov-2025 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 13-oct-2025. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual analysis revealed reddish brown material inside the pebax and a separation between pebax and electrode section. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the issues were confirmed. The root cause of the pebax damage is traced to the manufacturing process. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. This product issue will be addressed through the quality system. An internal corrective action has been opened to investigate the force sensor sleeve insolation to prevent fluids to get inside into the device. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿force issue¿ and ¿blood around the force sensor inside the catheter¿. In addition, biosense webster inc. Analysis finding of the ¿reddish brown material inside the pebax and a separation between pebax and electrode section¿. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿force issue¿ and ¿blood around the force sensor inside the catheter¿. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).